Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a pulmonary vein stenosis. Intervention was not reported. The adverse event was discovered when the patient was hospitalized on suspicion of pneumonia. Computer tomography (CT) scan revealed pulmonary vein stenosis near the bottom of the left pulmonary vein. There was no strong contact force in the area of the stenosis, and it was thought that the impedance drop was the cause. It was not considered to be a problem with biosense webster, inc. Products. No intervention nor extended hospitalization were reported. The physician¿s causality opinion was not clear. The timing of the event related to the ablation procedure was not clear.

Manufacturer narrative:
Additional information was received on (B)(6) 2021 and it was reported that the patient is a 55-year old male. Therefore, a 2. Patient age at the time of event, a 2. Age unit and a 3. Gender have been processed. In addition, information was received on the event on (B)(6) 2021 which clarified that the stenosis was discovered during the procedure. Originally, it was reported that it was thought that the impedance drop was the cause. However, the additional information received on (B)(6) 2021 also clarified that there was an area that the impedance dropped and so the physician thought that the area may be the cause of the stenosis. Additional information was received on (B)(6) 2021 and it was reported that the device will not be returned. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380209m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).